Event description:
Upon removal from its packaging, the distal end of the catheter was seen to be crimped. This may have been the result of rough handling by the physician. The catheter was not used.

Manufacturer narrative:
The DHR of this production lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 2314-03.a, (lot # l15252). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). This lot was associated with (B)(4) which required additional testing to increase process monitoring. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.